Event description:
Related manufacturer report number: 2017865-2023-19540. It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead and noise was observed on the right ventricular (rv) lead. The noise was reproducible in the atrial channel during lead provocation testing. Clavicular crush related lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device a reprogrammed to resolve the event and the patient was in stable condition.